Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the metal micro usb input of the customer's charging cable was bent and was unable to be used to charge the pump. Customer was using a back up usb cable to charge the pump. Tandem technical support sent a replacement usb cable. There was no known impact to the customer's blood glucose.